Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as (B)(6) 2024.

Event description:
Healthcare professional reported capsular contracture, baker grade ii. Device has been explanted and replaced.

Event description:
Healthcare professional reported, capsular contracture, baker grade ii. Device has been explanted and replaced.

Event description:
Healthcare professional reported, capsular contracture, baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d15.